Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, d9, g3, h2, h4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h3, h6, h11. (H6 component code corrected). Complaint can be confirmed through the returned product analysis. Further inspection shows that the tip of the elevator has fractured. The fractured tip was not returned. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including very heavy marking and scratching on the elevator surface. The device history record was not reviewed as product has approximate field age of 10 years, with an unknown number of uses. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the elevator fractured during an unknown procedure. There were no consequences or impact to the patient. Attempts have been made, and no further information has been provided.